Event description:
It was reported that following the implantation of an elevate anterior the patient experienced difficulty emptying bladder. The patient was discharged home with a foley catheter on (B)(6) 2015. The event was considered not resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported in relation to this event. Related to pr# 3011770902-2015-00023.